Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was not reported. The reason for use was not reported. It was reported that the patient came in for a refill on (B)(6) 2019. The expected reservoir volume was 2.6 ml but they weren't able to aspirate anything, the pump was empty. The account was wondering why that happened. There were no environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included multiple people accessed the reservoir port and were unable to pull back any medication. There were no interventions performed. The issue was resolved at the time of the report. There were no symptoms reported. There were no further complications reported/anticipated.